Event description:
A malfunction was reported by the customer, described as ¿malf 0.¿ the malfunction did not appear to cause any adverse impact on the customer¿s blood glucose level, or the customer chose not to answer questions about it. Technical support provided pump reset information, assisted with resetting the pump, and ensured the malfunction did not recur after resetting. The customer was advised to continue using the pump and to reach out if issues persist, which was acknowledged and understood by the customer.